Manufacturer narrative:
Patient age, sex & relevant tests/ laboratory data: mean and mode used. Publication date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review could not be completed. A review of the device labeling was completed. Endophthalmitis, inflammation and eye injury are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, ¿comparison of outcomes of phacoemulsification combined with endoscopic cyclophotocoagulation, istent, or both in the management of open-angle glaucoma". Reportedly, following cataract plus trabecular microbypass stent procedures, there were postoperative complications which included a postoperative endophthalmitis, postoperative rebound inflammation requiring treatment, and intraoperative anterior vitrectomy. Additional information has been requested. Please see attached article for more information.